Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was experiencing redness around the pocket incision site. The patient had a post-operation appointment on (B)(6) 2019. Her physician removed the staples and started antibiotics via injection and orally. He believes that it is a reaction to the staples as opposed to an infection, but they were doing the antibiotics just in case. The patient is scheduled to have a follow-up on (B)(6) 2019. Surgical intervention was not planned or performed. There were no further complications reported or anticipated.